Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity decreased from 37% to 15%, noted during routine latitude follow up. There is no evidence to suggest a request was made to have data from this device analyzed. This device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity decreased from 37% to 15%, noted during routine latitude follow up. There is no evidence to suggest a request was made to have data from this device analyzed. This device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects. The device was returned for analysis.